Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2019 with the following findings: during testing, the pump powered on with intermittent audible sound. The cover was removed and a piezo contact alignment failure was found. There were no vibration defects were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 20-may-2019, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.